Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no reported impact to customer's blood glucose level. A replacement pump was sent to customer to resolve the issue. Reportedly the customer continued to use current pump for insulin therapy and has manual injections available until the replacement pump was received.